Event description:
The patient reported their wearable antenna assembly was overheating and causing a burning sensation to the skin. The overheating did not cause tissue damage or require medical intervention. The patient was provided a replacement waa.

Manufacturer narrative:
The investigation found a damaged mlbu pcb component-u11 (short). Due to the short, the battery would never fully charge and may feel warm while charging. The waa is unable to provide therapy while charging; the patient would not be using the unit at this time. Unable to obtain external and internal thermal images while the waa was operating as the device would not charge. For the report of overheating: thermal imaging was used to verify the outside temperature while charging. Results are as follows: outside thermal temperature while charging: 37.2°c. The outside thermal temperature while charging was 37.2°c, which is below the product requirements specification of 41°c (106°f). Based on the thermal imaging, there is no evidence of thermal damage and the product met temperature specifications. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in damaged component. Damaged component rates remain acceptably low; thus, CAPA is not required. Damaged component rates will continue to be tracked and trended.